Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has two leads with the same lot number. It was reported the patient is not receiving effective stimulation due to high impedances. The patient underwent surgical intervention on (B)(6) 2017, where the physician attempted to remove the lead at t7 without success. The physician decided to place a new lead at t8-9 which resolved the issue.